Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: "the bag deployed unsupported by metal shanks. The metal was exposed inside the patient." The device was removed and replaced with another device. The case continued without further incident. No patient injury occurred. The device is available for return. The reporter had limited information. It was unknown if the bag fell off immediately upon deployment. Type of intervention: the device was removed and replaced with another device. The case continued without further incident. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag and cord loop were still attached to the introducer rod with the bead still inside the tube. Upon inspection, engineering observed that the bag still maintained its rolled shape. Applied medical has reviewed the details surrounding the event and returned products. At this time, applied medical is unable to confirm the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.